Manufacturer narrative:
Device not returned for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has cracked cartridge housing threads, and the cap no longer stays on. There was patient involvement, and no harm/adverse event reported. Drug used was remodulin (treprostinil), route of administration was subcutaneous, dose, frequency and start date was unknown.